Event description:
Foley catheter balloon not draining urine during knee surgery case. Discontinued and discovered to have pin hole leak. Attempted reinsertion without success. Urology consult ordered - urologist unable to insert catheter at bedside. Pt back to operation room for cystoscopy and catheter insertion. Concern that this in part due to swelling from initial catheter placement in which the catheter did not function correctly.